Manufacturer narrative:
Concomitant products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 10-sep-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 15-apr-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to catch her husband when he fell and slipped and in doing so they heard a tug in their back. Dr. (B)(6) did obtain updated x-rays and stated that it appeared that the lead had migrated down 1 vertebral each lead. Reprogrammed using the dtm protocol according to the new image. No further information to provide.